Event description:
The hospital reported that during an endoscopic vessel harvesting procedure of the saphenous vein, vasoview hemopro 2 c-ring broke. No parts fell in patient. A new device was opened to complete the procedure. There were no reported procedural delays. There was no patient harm.

Manufacturer narrative:
Trackwise#:(B)(4).

Manufacturer narrative:
E1 event site name exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 c-ring broke. No parts fell in patient. A new device was opened to complete the procedure. There were no reported procedural delays. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/30/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The c-ring was observed to be intact with no visual defects. The scope was tubing was observed to be broken near the base of the c-ring. Signs of melting were observed at the break sites. Based on the returned condition of the device and investigation results, the reported failure "break; c-ring" was not confirmed, however the analyzed failure "break; scope wash tubing" was confirmed. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000398857 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.